Event description:
It was reported that on (B)(6) 2006, the patient underwent a c5-c7 fusion using rhbmp-2/acs with peek cages and titanium instrumentation. Reportedly, the patient's follow-up scans from (B)(6) 2008 both demonstrate subsidence at the site of patients fusion. Consequently, the cage also migrated. The patient also developed a pseudoarthrosis. As a result, patient has required extensive medical treatment, including having to undergo an additional surgery on (B)(6) 2008, to remove the previous hardware and address the pseudoarthrosis. Patient has never recovered from his surgery involving bmp, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with cervical spondylosis, foraminal stenosis, c5-c6, c6-c7, status post work-related injury. The patient underwent the following procedures: anterior cervical discectomy with foraminotomies bilaterally and osteophytectomies, c5-c6, c6-c7. Anterior inter-body arthrodesis, c5-c6, c6-c7. Placement of prosthetic devices, peek inter-body cages at c5-c6 and c6-c7. Anterior titanium instrumentation, c5 through c7. Use of rhbmp-2 bone morphogenic protein. Intra-operative somatosensory evoked potential monitoring and emg monitoring. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.